Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also pump was received with moisture damage on the battery tube, motor and vibrator noted. Pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had breakage of the micro structure and a visible crack. The customer¿s blood glucose was unknown. No further details were provided. The insulin pump will be returning for analysis.